Event description:
It was reported that, the right ventricular (rv) lead of this pacemaker exhibited high pacing impedances out of range boston scientific technical services (ts) discussed that it is a medical decision whether to intervene at the device changeout or continue monitoring the rv lead. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this pacemaker was explanted and replaced due to high pacing thresholds. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted centered holes in both seal plugs. No suspicious fault codes or resets were noted. The header passed pin gauge testing. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, the right ventricular (rv) lead of this pacemaker exhibited high pacing impedances out of range boston scientific technical services (ts) discussed that it is a medical decision whether to intervene at the device changeout or continue monitoring the rv lead. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this pacemaker was explanted and replaced due to high pacing thresholds. No additional adverse patient effects were reported. The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The conclusion code was updated to no problem detected.

Event description:
It was reported that, the right ventricular (rv) lead of this pacemaker exhibited high pacing impedances out of range boston scientific technical services (ts) discussed that it is a medical decision whether to intervene at the device changeout or continue monitoring the rv lead. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the right ventricular (rv) lead of this pacemaker exhibited high pacing impedances out of range boston scientific technical services (ts) discussed that it is a medical decision whether to intervene at the device changeout or continue monitoring the rv lead. Additional information was received which indicated that, this pacemaker was explanted and replaced due to high pacing thresholds. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, this device was thoroughly inspected and analyzed. A longevity calculation was completed and it was confirmed that the device did meet longevity expectations. Device memory was reviewed and no error codes were noted. It was also noted that the device sensed in the atrial chamber while implanted with prolonged high atrial rates. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.